Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had ballon fault due to which it was not retaining water, caused catheter to fall out of urethra and not drain. It happened with 2 catheters in quick succession, both from the same batch number. Per follow up via ibc on 24jan2024, it was stated that first incident (doe# (B)(6) 2025) and second incident (doe#(B)(6) 2025).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had ballon fault due to which it was not retaining water, caused catheter to fall out of urethra and not drain. It happened with 2 catheters in quick succession, both from the same batch number. Per follow up via ibc on 24jan2024, it was stated that first incident (doe# (B)(6) 2025) and second incident (doe# (B)(6) 2025).